Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had a confirmed fracture. The lead was explanted and there were no patient consequences.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.